Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container had no label the following information was received by the initial reporter with the following verbatim: hi (B)(6), we spotted that the following item it did not have any label pasted on the container. Kindly assist to do up an exchange for it or have the label reprinted.

Event description:
Photos received.

Manufacturer narrative:
Investigation summary: one photo was provided with the customer's complaint of label missing. This complaint was verified with the photo as there are no labels present on the sharps container. The root cause of this issue is unknown without a sample for investigation but it is possible that the operator at supplier did not adequately apply label and the quality control did not properly assess containers before final shipment. No ncr¿s were raised during the production of this lot (2216003). All testing was within specification.